Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/28/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inadvertent infusion issue was not verified in the black box or duplicated in the evaluation. Review of black box data did not find any evidence of inadvertent infusion. Bolus history showed that a 4.3 unit bolus was programed and delivered at 12:53am on the complaint date. The last basal and last bolus was delivered an hour later on the complaint date. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. The total bolus in the total daily delivery matched the total bolus in the bolus history. No activities outside of normal were observed in the black box. Using the returned caps, the pump powered up and functioned properly. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any incidences. The total units delivered during the 24-hour exercise were correctly recorded. Audio bolus and normal bolus were delivered and recorded correctly. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on (B)(6) 2015 date, the patient's blood glucose (bg) was as low as 87 mg/dl with no associated symptoms reported. It was reported that the patient was treated by medical personnel at the emergency room with food and/or drink regimen. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. The reporter stated that there was an inadvertent infusion issue with the pump. Allegedly, the pump history showed that 4.3 units of insulin were delivered while it was programmed to bolus 0.4 unit. The reporter stated that they have lost confidence with the pump and requested that the pump be replaced. The reported issue remained unresolved. The reported hypoglycemia did not meet the criteria for an adverse event. This complaint is being reported because of the alleged inadvertent delivery of unknown cause.